Event description:
It was reported that the pt experienced coupling and or communication issues, and was charging more than expected. The pt was charging for 5 hours a day and still not getting to full. At an appointment with the pt's health care provider (hcp) it was noted that after a significant fall, the pt's internal pulse generator (ipg) was unlevel with the surface of the skin. In addition, x-ray showed that the leads had moved up several vertebral levels after the fall. Impedances were within normal limits but the pt was not receiving adequate coverage after the fall. The pt was to be scheduled for a surgical revision of the ipg and lead, and was not receiving effective therapy.

Manufacturer narrative:
(B)(4).